Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Complaint data analysis has been reviewed for this product and issue. Review of freestyle libre sensors show no adverse trends have been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low readings on their freestyle libre sensor. The customer indicated that they scanned their sensor several times (dates and times unknown) and received unspecified low readings. The customer further reported that while attending a routine doctor's appointment, a sensor scan result of 59 mg/dl (trend arrow horizontal) was obtained on the adc freestyle libre sensor compared to an hcp meter reading of 385 mg/dl. Customer was reportedly diagnosed with diabetic ketoacidosis (dka) and administered insulin via intravenous infusion. There was no report of death, serious injury, or mistreatment associated with this event.